Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes device evaluation: no suspect product was received; however, photographs provided by the customer were evaluated. The pictures showed two small marks/ irregularities on the iol surface, measuring 0.1 to 0.2 mm, and located paracentral to the lens optical center. Although it appeared to be on the lens anterior surface, it cannot be definitively determined from the picture. Due to the size and location of the marks, impact to patient visual function is not expected; however, the definitive impact to the patient and the potential root cause of the issue cannot be determined from a picture assessment. The complaint issue "lens damaged¿ was identified during photograph evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) appeared to have a small defect post implantation. The account indicated that the patient is fine. The visual acuity is 20/20 and the refraction is +0.25 -0.50 70. No additional medical or surgical intervention were performed. No further information was provided.